Event description:
It was reported that on (B)(6) 2013, a 2.25x15mm xience prime stent implant and a 2.25x23mm xience prime stent implant were successfully deployed via direct-stenting in the left anterior descending (lad) artery. On (B)(6) 2014 during follow-up, angiography revealed restenosis, which was treated with balloon angioplasty. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 2.25x15mm xience prime stent mentioned is being filed under a separate manufacturer report number. (B)(4) - no-predilatation. There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the japan xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Reportedly, no pre-dilatation was performed. It should be noted that the IFU (delivery procedure section) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated.